Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument jammed. The hosp stated there was no pt injury. The surgeon used another device successfully.